Manufacturer narrative:
(B)(4)

Event description:
The distributor contacted dexcom technical support on (B)(6) 2015, to report on behalf of the patient, that there was no audio output from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported.